Event description:
Pt developed unusual sensitivity to morphine for unk reasons after routine MRI, and experienced comatose episode while hospitalized. Pt recovered within 2 days, was discharged, and has decreased daily dosage requirement from 5 mg/day prior to the MRI to a present daily dosage of 1 mg/day. Pump appeared to function properly upon fluoroscopy. Physician has no explanation for the improvement in the pt's condition and decreased dosage requirements. Pump remains implanted in pt.